Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain/ pain lower back') and menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's medical history included delivery (B)(6) 2014. Uti and back pain. Concurrent conditions included hypertension, uterine bleeding, uterine prolapse, ovarian cyst, paratubal cyst, adenomyosis and hemorrhagic cyst. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), metrorrhagia ("metorhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia/other injuries ¿ anemia from bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the back pain, menorrhagia, metrorrhagia, iron deficiency anaemia, vaginal haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered back pain, dysmenorrhoea, iron deficiency anaemia, menorrhagia, metrorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods) and anemia. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: cervix, nabothian cysts. Uterus: secretory phase endometrium, adenomyosis, no malignancy seen. Fallopian tubes, bilateral paratubal cysts. Most recent follow-up information incorporated above includes: on 28-oct-2019: pfs+mr received. New events: abnormal bleeding (vaginal), dysmenorrhea (cramping), device monitoring procedure not performed were added. New reporters, plaintiffs information added. Concomitant and historical conditions were added. Lab data added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)") and anaemia ("anemia"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the back pain, menorrhagia, metrorrhagia and anaemia outcome was unknown. The reporter considered anaemia, back pain, menorrhagia and metrorrhagia to be related to essure. The reporter commented: patient received treatment for menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods) and anemia. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. This case become incident. Event injury was updated to back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding between periods) and anemia. Reporter information was added. Date of explant added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.